Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d4 ICD, implanted: (B)(6) 2016; 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it appears there is intermittent atrial undersensing causing atrial pacing and classified termination of the on going atrial tachycardia (at)/atrial fibrillation (af). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.